Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to not charging the ipg. Surgery occurred in where the ipg was explanted and replaced. Implant date is unknown.